Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer went to the emergency room (ER) due to a blood glucose (bg) level of less than 40 mg/dl. Reportedly, the customer delivered too large of a bolus for the amount of carbohydrates consumed. Bg was treated via intravenous saline. Additionally, healthcare professional updated the pump settings. Reportedly, the customer left the ER the following day with the issue resolved and no permanent damage.